Event description:
It was reported that a patient received a system error 2267 (air in tubing) on the homechoice device during dwell one of five. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative advised the caregiver to dispose of the current supplies and start over with all new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.